Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to replace an inflatable penile prosthesis (ipp) due to a hole in the reservoir that resulted in the device not working. A new ipp reservoir was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were inspected. One of the cylinders had air between the inner and outer fabric layers and the tube bulged when it was inflated. Examination of the pump found no leaks, but the pump spring was misaligned. The pump did not pass the activation testing that was performed. The reservoir component did not present any leaks and passes functional testing within product specifications. Based on the information available and analysis results, the reported event was unable to be confirmed. Due to the cylinder bulging, pump misalignment, and pump not performing within product specifications, the conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent surgical intervention to replace an inflatable penile prosthesis (ipp) due to a hole in the reservoir that resulted in the device not working. A new ipp reservoir was implanted. There were no patient complications reported.